Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the patient returned to emergency room (e.r.) On a saturday four weeks later with a detached hub. The nephrostomy drainage catheter had to be switched out for a new one. (See emdr# 1820334-2017-02553) the user reported having seen this issue at least three times in a few weeks (this emdr# 120334-2017-02396). There was no additional information provided for these three events.